Event description:
When testing the novasure device, cavity assessment failed, retested again and failed as blood and air came out of device through the dial. Surgeon performed a hysteroscopy to check uterus for perforation. None seen. New novasure device used and procedure completed.what was the original intended procedure?novasure endometrial ablation.